Event description:
A zoll distributor reported that a (B)(6) male pt that an abscess had formed under the lifevest on his back, prompting him to end use. The pt was extremely dissatisfied, and stated he would call and inform his doctor tomorrow. The pt had been put on antibiotics which did help to improve the condition however he is unwilling to put the vest back on. The clinical outcome of the rash is unk. There is no indication of any device malfunction.

Manufacturer narrative:
Device evaluation summary: electrode belt sn (B)(4) was not returned. There is no indication of any device malfunction. Evaluation: method: biocompatibility testing to (B)(4) was successfully completed on skin-contacting surface of the lifevest device as well as the blue defibrillation gel.